Event description:
It was reported that the subject device had alarm for excessive pressure in the abdominal cavity. The issue was identified during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: digital display failed to light up normally due to a cr board component failure. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.